Manufacturer narrative:
Scp knee randomized controlled trial subject (B)(6) was pre-operatively diagnosed with a medial meniscal tear and insufficiency fractures of the medial femoral condyle and the medial tibial plateau, all of the right knee. During the index procedure on (B)(6) 2019, the pre-op diagnosis was confirmed, and the surgeon performed an arthroscopic partial medial meniscectomy, a medial femoral condyle internal fixation with subchondroplasty, and a medial tibial plateau internal fixation with subchondroplasty, all of the right knee. During the meniscectomy, two-thirds of the medial meniscus was removed, and the remaining medial tissue had degenerative changes, unstable tears, and posterior root tears. 4cc¿s of accufill were injected during the subchondroplasty procedure in the tibia, which was performed without incident and did not show any extravasation. 5cc¿s of accufill were injected during the subchondroplasty procedure in the femur, which resulted in extravasation of the bone substitute material through open fissures in the femoral condyle from the patient¿s femoral insufficiency fractures. The extravasated material was removed with a shaver, and the joint was thoroughly inspected to ensure no remaining extravasated material was present in the joint before closing. The surgeon stated that the case may have ended twenty to thirty minutes sooner had the extravasation not occurred. Aside from the extravasation and delay, there were no further complications and the patient had overall minimal blood loss. It should be noted that the two lesions were addressed with scp kits from the same lot. The surgeon stated the surgical complication was only mild in intensity, and was definitely related to the surgical procedure and definitely related to the implant. It was specifically noted that the recommended surgical technique was followed for the product used. At the patient¿s 6-week follow-up on (B)(6) 2019, the physician noted that further extravasation of bone substitute material was seen in the soft-tissue surrounding the medial joint line on the patient¿s x-rays. X-rays were not provided for the investigation. A definitive root cause cannot be determined; however, this was likely due to the accufill leaking through the medial femoral fissures, into the knee joint. The patient has reported improved pain levels with weight bearing, has appropriate levels of motion and stability, and is progressing as expected during physical therapy. A review of the finished goods DHR was conducted, and there were no nonconformances related to the complaint condition noted. The device in question remains implanted in the patient and therefore was not returned for the investigation. This event was initially submitted under report number 3008812173-2019-00048. Through zimmer knee creations CAPA (B)(4), it was identified that an additional report be submitted for the second device involved within this procedure; both reports were generated for the same part and lot number and are related to the same event.

Event description:
(B)(6) had extrusion of accufill into the knee joint during surgery.